Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported multiple system organ failure (msof) could not conclusively be established through this evaluation. The account later communicated that the patient¿s death was not considered to be device-related. The device operated as intended. Lastly, the account stated that the device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27feb2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure. No additional information was provided.